Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident. The current reported other blood glucose levels were 120 mg/dl, 85 mg/dl and 58 mg/dl. Customer report they did not allege insulin pump was over delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they used auto mode feature and auto mode was automatically delivering insulin at the time of low blood glucose event. The customer was treated with juice. Customer reported the insulin pump was worn during a medical procedure and test around magnetic resonance imaging. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.